Manufacturer narrative:
(B)(4). Eval results and conclusions: pre-operative ruptured aneurysm, moderate calcification and moderate tortuosity. Stent graft was implanted for the treatment of a pre-operatively ruptured aneurysm.

Event description:
A talent stent graft system was selected for the emergent endovascular treatment of a pre-operatively ruptured thoracic aortic aneurysm. The pt presented emergently with a contained ruptured thoracic aneurysm, diameter is unk. The vessel morphology was reported as moderate calcification and moderate tortuosity in the iliac limbs. The stent graft was being advanced through the right side; however, the delivery catheter could not pass through vessels due to vessel morphology. The device was removed from the pt and there were kinks in the delivery catheter. The physician dilated the vessel with a 22fr dilator, then a 22fr dilator and sheath, changed to another device and was able to advance and successfully implant the stent graft system at the intended landing zone. No additional clinical sequelae were reported, and the pt is fine.